Manufacturer narrative:
[(B)(4)].

Event description:
Upon interrogation during a regular follow-up, a warning message was displayed indicating that a reset occurred and that the subject ICD was re-initialized. Reportedly, no battery voltage was displayed and shocks were deactivated.

Event description:
Upon interrogation during a regular follow-up, a warning message was displayed indicating that a reset occurred and that the subject ICD was re-initialized. Reportedly, no battery voltage was displayed and shocks were deactivated.